Event description:
It was reported that left bundle branch block occurred. Vascular access was obtained via a right transfemoral approach. An isleeve introducer sheath was placed. A 25mm louts edge valve was implanted to treat the aortic valve with successful result and no pvl. The patient developed a new left bundle branch block.